Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming power control module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power control module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The power control module was received and a visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the sample to meet product specifications. The customer reported that the system had issues booting up and would shut down. The company service representative examined the system and replicated the reported event. The power module was replaced to resolve the issue. The sample evaluation found the sample to meet specifications the root cause of the reported event can be attributed to an internal component failure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system was not powering up. However, once started, then shuts down. Additional information has been requested.